Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hypoglycemia while using the ilet with a dexcom g7, with lowest glucose values of 64 mg/dl on cgm and 66 mg/dl by fingerstick, and the user noted lows mainly within the first hour after eating despite usual or reduced meal announcements. Symptoms included no reported clinical manifestations. Outcomes included correction with oral glucose and no need for outside assistance or medical intervention. Investigation included troubleshooting and user education, including guidance on scheduling additional training. Investigation of this case revealed an unclear cause of hypoglycemia with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.